Event description:
It was reported that customer experienced unspecified battery issues. There was no reported adverse impact to the customer's blood glucose level. Additional information was not provided. Multiple follow up attempts were made to obtain additional information; however, a response was not received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.